Event description:
It was reported that an occlusion alarm occurred. The customer performed a fill tubing to confirm insulin drips were seen coming out of the tubing. Customer changed pump supplies to address the issue. Customers blood glucose was 324 mg/dl. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.